Event description:
In the past 12 mos, the pt experienced a warm/heating/burning sensation in or around the implantable neurostimulator (ins) pocket during recharging and the ins would not keep a charge. The pt tried a new antenna and charger. The ins was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The implantable neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.